Event description:
Pt was presented in full arrest to the emergency dept. Zoll pads attached and defibrillator charged and shock delivered. Shocked again. Attempted three shocks and had questionable poor pad connection. Pads changed. Machine giving a pacer error code. Default-72, zoll m series defibrillator changed out, pt responded well to resuscitation efforts.